Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not able to hear anything. His audio processor amade hi is working well. The gain is at maximum. His middle ear has a radical cavity and the fmt is over the round window. The patient can hear something but very low at 1 khz when the fmt was stimulated at 100 db.